Manufacturer narrative:
Plicator. Plicator implant cartridge. (B)(4) 2007. Catalog # - 160-01130, lot # - 05-337, other # - ref: (B)(4). Additional information from the user facility report: eps plicator instrument; endoscope/accessory; (B)(4).

Event description:
Patient under went endoscopic upper gastrointestinal panendoscopy with endoscopic plication. The endoscopic plicator was passed into position without difficulty by the surgeon. The guide wire was removed and the small channel endoscope then passed through the plicator into the stomach. Both instruments were retroflexed and then approached the angle of h.i.s. In standard fashion. The tissue retractor was used to engage the muscle at the angle of h.i.s., and then the jaws. The instrument was then rotated in a clock wise fashion inside the patient and the jaws closed. The plicator was fired and the jaws failed to open. After several attempts, ndo surgical was called for assistance. Several attempts were made to dislodge the plicator, all of which failed. The decision to proceed with open surgical intervention was made after all attempts to extract the plicator had failed. During a plicator procedure, the implant was deployed, however, subsequent to implant deployment, the plicator instruments arms could not be opened. Conventional attempts to recover from this situation failed and the patient underwent an exploratory laparotomy to extricate, the plicator instrument from the patient's stomach.